Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl. It was reported that the patient's communicator was not working. The communicator was not holding a charge. They had tried to charge it overnight, but the light remained yellow. The patient also used different cords, but this did not resolve the issue. A request was sent to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 03-jul-2023, UDI#: (B)(4), h3. Analysis of the communicator found micro usb charge port was broken and tm90 recharging circuitry was damaged l3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.